Event description:
It was reported before using bd vacutainer® serum, foreign matter, mold, was found in one (1) tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received four (4) photos for investigation. After review and analysis, foreign material was observed along the sides of the tube in three of these photos. Additionally, 30 retained samples were subjected to visual inspection for foreign material, and none of these samples failed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode foreign matter - unknown based on customer photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using bd vacutainer® serum, foreign matter, mold, was found in one (1) tube. No adverse impact was reported regarding the patient or user.